Event description:
It was reported that the event involved a male, pt, while in the cath lab shortly after insertion. The cardiologist inserted the intra-aortic balloon (iab) through the teflon sheath via right femoral artery and positioned it correctly; connected the pressure cable but could not establish a pressure, only a slight wave with no proper arterial waveform. The md exchanged the pressure transducer and flushes the line, but could not establish any ap (arterial pressure). As a result, the iab was removed. A new iab was inserted successfully and worked perfectly. No report of pt death, injury or complications. No medical/surgical intervention was needed. There was a 10 minutes delay or interruption in therapy with no cause harm to the pt. The pt outcome is the pt's therapy continued with good results. It was noted that pump iap-0400 s/n (B)(4) was used with both iab insertions.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.